Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
On (B)(6) 2017: tandem technical support went through a system check with the customer and their current supplies to verify that the pump was performing as intended. The customer's pump performed as expected, the infusion set site was not observed due to the customer declining. The customer's blood glucose level was 163mg/dl. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged between 200-450mg/dl; the customer could not recall their bg level during one of the occlusion alarms. The customer delivered a correction bolus via an insulin pen to address the bg level. The customer changed their supplies to resolve each occlusion alarm. As the occlusion alarms had occurred in the past or supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported that the pump would continue to be used for insulin therapy.